Manufacturer narrative:
The philips bench repair technician replaced the therapy switch.

Event description:
The customer reported a therapy knob failure during operational check. There was no reported patient involvement.